Manufacturer narrative:
At this time no conclusions can be made regarding the ventralex st mesh. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an bard/davol ventralex st patch on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. The attorney alleges that the patient experienced emotional distress and the product was defective.